Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6), 2009 and alleges loss of function of his knee due to misaligned, ill positioned knee implant. A revision procedure has not been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2011-00949 / 00952).